Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that her blood glucose approximately 400 mg/dl despite maintaining her regular eating habits. The patient experienced dizziness, nausea, and vomiting. The customer treated with manual insulin injections. Troubleshooting was initiated for the high blood glucose. The drive support cap appeared normal. There were no large air bubbles in the tubing. The tubing was also successfully primed. Only low reservoir alarms were found in the alarm history since the high blood glucose began. A high pressure test was performed and the pump passed. The customer was advised to speak to her health care professional regarding her blood glucose levels. No products were shipped or returned.